Event description:
Clinical trail. It was reported that during a clinical trail drug eluting stenting treatment procedure, the stent was detaching from the balloon. The index procedure treated a lesion in the proximal lad, the left main, & proximal circumflex. During the procedure, the physician attempted to place a 4.0 x 20 mm taxus express2 stent, but the stent was detaching from the balloon. The physician completed the procedure by direct stenting the lesion using a 4 x 20 mm taxus express2 stent, as well as a 2.75 x 8 mm taxus express2 stent. The 2 stents overlapped. Residual stenosis was less than 30% post deployment. Further info is no forthcoming at this time.

Manufacturer narrative:
The complaint source confirmed that the product had been disposed and no analysis was possible. The reported batch number 8529426 was reworked from top assembly batch number 8361846. The manufacturing records for top assembly batch 8361846 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties experienced during the procedure could not be determined.